Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#1627487-2017-06916. Reference MFR. Report#1627487-2017-06914. It was reported the patent's therapy is no longer effective at relieving her chronic pain. Reportedly, recent reprogramming did not provide resolution. As a result, the patient has requested surgical intervention to have the system removed as the next course of action.

Event description:
Device 2 of 3. Reference MFR. Report#1627487-2017-06914, reference MFR. Report#1627487-2017-06916. Additional information identified the patient¿s entire system was explanted on (B)(6) 2017.